Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a full power on reset (por) after radiation therapy. The device was programmed back to the original settings and remains in use. No patient complications have been reported as a result of this event.